Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. As received, the balloon latex and distal windings were missing and not returned. Proximal windings were found to be unraveled and partially detached from the catheter body. No visible damage or abnormality was observed on the catheter body. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter (see specification table.)". The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of balloon issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before use. In this event, the catheter¿s balloon and distal windings were missing and not returned and the proximal windings were found to be unraveled and partially detached from the catheter during use. The windings are meant to hold the balloon in place. If the windings are not securely attached to the catheter, the windings and/or balloon could detach while in use. Therefore, the potential for patient injury is not remote. In addition, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. In this event, there were no patient complications noted. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon from a fogarty arterial embolectomy catheter ruptured during use. Further investigation revealed that the balloon became detached and remained in the patient body at the occurrence of the balloon rupture. Additional information was obtained that another fogarty catheter was used to remove the balloon together with thrombus. There were no patient complications reported. Patient demographic information requested but unavailable.